Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, one mitraclip was implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 1. On (B)(6) 2017, the patient experienced symptoms of heart failure, including shortness of breath and an echocardiogram was performed showing a slda. Mr returned to grade 4. On (B)(6) 2017, a re-clip procedure was performed. Two clips were implanted and mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Hospitalization added. Initial medwatch - date received by manufacturer was 09/01/2017. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea, worsening heart failure, and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported worsening mr appears to be a result of the slda, and therefore due to procedural conditions; the reported dyspnea and heart failure symptoms were likely symptoms/secondary effects of the worsened mr. Lastly, the reported hospitalization and additional therapy/non-surgical treatment was a result of case specific circumstances, as the patient was admitted to the hospital due to the symptoms and underwent a second mitraclip procedure to treat the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.